Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. In addition, the customer reported that the pump fill estimate was noted to be inaccurate. Reportedly, the customer used old cartridge. The customer was advised to not load used cartridges. It was indicated that the customer had alternate insulin therapy available.